Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that two months post-op a band placement, the patient came in for a fill and the surgeon could not place any fluid in or get any out. It was noted that the strain release came detached from the locking connector. This created a kink in the tubing. The port and locking connector was replaced. The patient is okay.